Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer attempted to reload an existing cartridge following a pump reset to resolve a pump malfunction. Customer decided not to change the cartridge while on the phone and was advised by technical support to follow up if further issues persisted, which the customer understood and acknowledged. No further action was required by technical support.